Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The device was not returned to devicor medical products, inc. For evaluation. Therefore we are unable to determine a root cause for the reported incident. As the tissue was returned to the basket upon initialization, prior to a subsequent use, rather than in the sample management system, a misdiagnosis is possible due to lost tissue. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Has received a report from the end user stating, "physician attempted 4 passes but received no tissue. Probe was set aside. Later in the day, probe was again attached to a holster and during initialization, a piece of sample tissue was deposited in the basket." This has been documented in our system as complaint # (B)(4).